Manufacturer narrative:
(B)(4). Corrected sections: h6 -changed historical data analysis to analysis of production h8 -corrected to initial use. A lot history record review was completed for lots 25152019, 25150953, and 25150040 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 vessel sealing tip has delaminated and the middle wire used for cutting on the jaws had seperated from the jaws. Nothing fell into the patient a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 vessel sealing tip has delaminated and the middle wire used for cutting on the jaws had separated from the jaws. Nothing fell into the patient a replacement device was used to complete the procedure. The hospital did not report any patient effects.